Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. The customer had reset the pump on two occasions prior to contacting technical support, and with their assistance, the pump was reset once more. The customer was advised to reach out if the issue continues.